Event description:
On (B)(6) 2011, an international distributor of abbott point of care (apoc) was contacted by their customer who reported that the battery from an I-stat 1 analyzer gets too hot when charging. Apoc was notified by the distributor on (B)(6) 2011. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).